Event description:
It was reported to boston scientific on (B)(6), 2010 that a extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on an unknown date. According to the complainant, when removing stones the balloon burst when exiting the bile duct. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be fine. Attempts to obtain additional information regarding the event have been unsuccessful to date. If any additional information is obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)